Event description:
It was reported that the patient experiences a jolt when the implantable neurostimulator system is turned on. No problems are reported when the system is off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: unknown, serial #unknown, implanted: unknown, explanted:unknown; extension: model: unknown, serial #unknown, implanted: unknown, explanted:unknown.